Event description:
It was reported that the membrane did not cover the entire length of the balloon, and therefore, it was not possible to deploy the stent completely. A 7f guide catheter was used, which is contrary to instructions for use. Reportedly, a dissection of the subclavian artery and aorta occurred. No further info was available.